Event description:
Additional information indicates patient experienced ineffective therapy due to high impedances on lead, surgical intervention was undertaken on (B)(6) 2025 where lead was explanted and replaced to address the issue. There is no indication the ipg caused or contributed to the issue as no intervention was taken on the ipg.

Manufacturer narrative:
There is no indication the ipg caused or contributed to the issue as no intervention was taken on the ipg.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that surgical intervention may be undertaken for an unknown reason.